Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead. A non-specific product performance anomaly occurred. The procedure was completed with another lead. No additional adverse patient effects were reported.